Manufacturer narrative:
Arrhythmia: in order to make a cause determination, all of the clinical details outlined in (B)(4) would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. The pump s/n: (B)(6) passed all the post sterile inspection checks.

Event description:
The complainant reported that the patient experienced a vasovagal response, and the heart rate decreased to the thirties, requiring transcutaneous pacing and administration of dobutamine. The patient was taken back to the catheterization laboratory, where a temporary pacemaker was placed, and percutaneous coronary intervention was performed on the right coronary artery with two stents implanted.